Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the embolic protection device (epd) was difficult to remove from the delivery system, requiring additional intervention. A carotid wallstent was selected for use. A non-boston scientific epd was used in conjunction with the carotid wallstent. After the stent was deployed, it was not possible to retrieve the epd from the stent delivery system. The physician used a very long non-boston scientific 6f sheath the retrieve the epd, and the procedure was completed. There were no patient complications as a result of this event, and the desired level of patency in the carotid was established.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the embolic protection device (epd) was difficult to remove from the delivery system, requiring additional intervention. A carotid wallstent was selected for use. A non-boston scientific epd was used in conjunction with the carotid wallstent. After the stent was deployed, it was not possible to retrieve the epd from the stent delivery system. The physician used a very long non-boston scientific 6f sheath the retrieve the epd, and the procedure was completed. There were no patient complications as a result of this event, and the desired level of patency in the carotid was established.